Event description:
It was reported that during a stent procedure, to treat a lesion in the commmon iliac (contrary to IFU), a long sheath introducer was used to cover the lesion. The stent was positioned over the lesion and the sheath introducer was pulled back and dislodged the stent. The pt was sent to surgery to have the stent removed.